Event description:
Per distributor MDR # 2438477-2025-00025: drive devilbiss healthcare was notified of an incident involving a cane by the end user who reported that the base of the cane will not stay screwed into frame of the cane despite her repeated attempts to tighten the base. The end user took a step forward and the cane wobbled causing her to fall backwards and hit her head. She received three staples and a concussion from the fall.as part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.